Event description:
It was reported a physician performed a kyphoplasty procedure in a pt. The bone cement did not harden for 33 minutes and was not fully set. Reportedly, the physician tapped the hardening bone cement within the bone filling device and a small amount of bone cement penetrated the anterior wall of the vertebral body at l1, extending a short distance into the retroperitoneal space. The pt "tolerated the procedure well, reported that their pain had improved and they had no sequelae. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.